Manufacturer narrative:
Gehc surgery field service engineer adjusted psi on mainframe. Could not repeat problem operational check okay. Return to service.

Event description:
Customer reported system image grayed out on video cart in 2007. The system worked after reboot.